Manufacturer narrative:
Control solution test could not be done due to customer not having any control solution.

Event description:
Caller reported performing tests with the freestyle meter and getting results of 178 mg/dl and 147 mg/dl for tests conducted within 10 minutes. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction. The caller washed hands and test site before testing.